Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17752138m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant products: 1.webster cs with auto ID us catalog #: d135304 lot #: 30007311m ; lasso nav variable eco us catalog #: d134301 lot #: 17764863l. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a male patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation and a left atrial flutter ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and suffered a cerebrovascular accident (cva) requiring computed tomography (CT) and lysis therapy. Transseptal puncture was performed and the lasso navigational variable eco catheter and thermocool® smart touch¿ electrophysiology catheter were maneuvered into the left atrium. Angiography with contrast was performed on the pulmonary veins and the left atrial appendage (laa). Mapping of the left atrium was performed with the lasso navigational variable eco catheter. It was noted that the left pulmonary veins and the laa were difficult to investigate during angiography and mapping, due to anatomical factors. At the end of mapping phase, the patient moved abruptly. Neurological testing by the nurse revealed aphasia. Neurological team confirmed a stroke. Remainder of the procedure was aborted. CT was performed. Lysis therapy was initiated. At the end of the day, the patient was reported to be in stable condition and the aphasia had improved. Patient required extended hospitalization for stroke monitoring. Patient outcome is improved. Physician indicated that the stroke occurred while maneuvering the catheters (unspecified) or the angiography pigtail catheter, possibly dislodging a thrombus or small piece of endocardial tissue, that subsequently traveled from the left ventricle into the cerebral vasculature. Physician¿s opinion regarding the cause of the adverse event is that it was related to the procedure and the patient¿s condition. There were no issues or errors reported on any biosense webster, inc. Products or equipment during the procedure. Force visualization features included visitag, vector, and dashboard. Visitag parameters for stability included 3mm, 3 seconds, and 3 grams over 25%. Additional visitag filters included force. Color options used prospectively included time.

Manufacturer narrative:
On 5/11/2018, additional information was received indicating the patient fully recovered. The neurological signs and symptoms resolved within approximately 3 days. Manufacturer¿s ref # (B)(4).